Event description:
It was reported that resistance was encountered as the zeta was advanced over a guide wire outside of the pt. During the attempt to withdraw the zeta resistance was again encountered, the soft tip separated from the catheter and was left behind on the guide wire. The tip was easily identified and removed from the guide wire.